Event description:
It was reported by service report that the lock bar assembly needed to be replaced. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Lock bar assembly.